Event description:
A discordant falsely elevated potassium (k) patient sample result was obtained on an atellica ® ch 930 analyzer. The falsely elevated result was reported to the physician and was questioned. The same sample was reprocessed on two alternate non-siemens instruments and obtained falsely elevated results. The patient returned to the emergency room (ER) and was redrawn. The new sample was processed on two alternate non-siemens instruments and recovered lower results. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated potassium (k) result.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated potassium (k) patient result obtained on an atellica ® ch 930 analyzer. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the information provided by the customer and the instrument data logs. Quality control recovered within the customer's expectation. Sample with falsely elevated result was tested on an alternate non-siemens instrument and potassium recovery was also elevated indicating falsely elevated potassium is sample related. Hsc concluded that the cause of the event is consistent with preanalytical variables. The customer is fully operational. The device is performing according to specifications. No further evaluation is required.